Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended to clean and inspect the bezel and replace the touch frame as necessary.(B)(4).

Event description:
Covidien received information stating that due to a malfunction (touch screen block), the patient was removed from the ventilator. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.